Event description:
The patient's wife reported that the blood glucose meter does not turn on. The patient's wife was unable to measure his blood glucose because the meter was unavailable for use. She noticed that the patient was very sleepy and his body was limp. When she tried to check his blood glucose level with the meter, it wouldn't switch on, so she decided to take him to hospital. The type of treatment he received was not provided.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.